Manufacturer narrative:
Investigation: two sealed connected packages containing safetyglide needles were received, confirmed to be from batch #9001890 (p/n 305901). The sample was visually evaluated. The two needles inside the packages were found to be different products. One was the correct 25 x 5/8¿ product and one was incorrect 21 x 1¿ product based on the hub color and cannula evaluation. Mixed product was confirmed. Device history record reviews reveal the product that was manufactured prior to the complaint batch was 21 x 1¿. Complete line clearance was performed between the batches with no issues reported. Potential root cause for the mixed product defect is associated with the improper line clearance. It is possible for a few pieces to not have been cleared and ended up getting mixed in with the complaint batch. Line clearance reinforcement training was completed on (B)(6) 2019 for all associates potentially working with the safetyglide packaging machine.

Event description:
It was reported that bd safetyglide¿ shielding sterile subq hypodermic needle came with a mix of product types. The following information was provided by the initial reporter: material no: 305901 batch no: 9001890 it was reported that a 21 g needle was found in a 25g x 5/8 needle packaging. A 21g needle was found in the packaging of a 25g x5/8 needle.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ shielding sterile subq hypodermic needle came with a mix of product types. The following information was provided by the initial reporter: material no: 305901, batch no: 9001890. It was reported that a 21 g needle was found in a 25g x 5/8 needle packaging. A 21g needle was found in the packaging of a 25g x5/8 needle.